Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment, and confirmed the reported complaint. The wheel will be replaced by the customer to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported the wheel broke from the unit. There is no report of involvement.

Manufacturer narrative:
Additional information from the ge field engineer reported the base had been worn, but not detached from the unit. The failure did not affect device performance and there was no hazard. The initial event was not a reportable malfunction. H3 other text : additional information from the ge field engineer reported the base had been worn, but not detached from the unit. The failure did not affect device performance and there was no hazard. The initial event was not a reportable malfunction.